Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus europe se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device but could not duplicate the reported phenomenon. This error, e103 indicates failure in the examination (xenon) lamp. The subject device was worked correctly, but oekg recommend internal cleaning of the subject device and replacement of the examination (xenon) lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However based on the report of the service department of oekg, omsc surmised that the reported phenomenon was attributed to a temporary malfunction of the subject device. Since oekg recommended cleaning the inside of the internal and replacing the examination (xenon) lamp and the device has been used for more than 4 years since manufacturing the subject device, it is assumed that dust has accumulated inside the subject device due to long-term use, or the examination lamp was deteriorated. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e103 which indicated the subject device was broken down was displayed when the subject device was connected to the tower randomly. The error disappeared after it was turned off and on again. There was no report of patient injury associated with the event.